Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2348 which reflects the transformer has p155 insulation thickness. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the screen of the liberty cycler was blank during unknown phase/cycle of dialysis. Pressed ok, stop, and touched the screen but it remained blank. Replaced cycler due to blank screen. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the reported day. A new cycler has been delivered to the patient and the old one will be returned as scheduled. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.